Manufacturer narrative:
D.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown; h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: there have been many complains lately from our ophthalmologists regarding silicone content in these syringes and more patients experiencing floaters after their eye injections using these syringes. We have over a year supply, and we can't use them for the eye injections anymore for safety issues.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: there have been many complains lately from our ophthalmologists regarding silicone content in these syringes and more patients experiencing floaters after their eye injections using these syringes. We have over a year supply, and we can't use them for the eye injections anymore for safety issues.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch number being unknown, no DHR review file can be completed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: there have been many complains lately from our ophthalmologists regarding silicone content in these syringes and more patients experiencing floaters after their eye injections using these syringes. We have over a year supply, and we can't use them for the eye injections anymore for safety issues.